Event description:
It was reported that the lead appears to be undersensing and has low sensing values. This information will be discussed with the physician. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.